Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had arrhythmia and ventricular tachycardia (vt). The patient's implantable cardioverter defibrillator (ICD) withheld therapy after monitoring a ventricular tachycardia (vt) episode but called it a supra ventricular tachycardia (vt) episode. The patient was electrically cardioverted. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.